Event description:
It was reported the device failed battery check (does not continue to pace for a minimum of 15 seconds when battery is removed). The device turns off right away once battery is removed. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, the ring cover, both bail covers, battery release and battery drawer o-ring were contaminated, the battery contacts were compressed and the keyboard was scratched. Further analysis was performed on the main pcb. This analysis confirmed the reported event, capacitor component failure caused the device battery removal test failure. (B)(4).